Manufacturer narrative:
Evaluation of the device header identified blood contamination but no corrosion. Further testing determined the device exhibited normal characteristics and is above elective replacement battery levels.

Event description:
An anomaly was noted at the header of the device where the right ventricular lead port is located. The physician suspects that the header of the device may be corroded. Additional information has been requested but not received.